Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 lead, implanted (B)(6) 2004; c4tr01 crt-p, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting noise. Isometrics were done and the ra lead did not reproduce the noise. The ra lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.